Manufacturer narrative:
(B)(4). During ge healthcare technician checkout, the issue could not be duplicated. The system flash card was replaced proactively.

Event description:
The hospital reported that, the ventilator or the display has gone out and is showing an error of ec04 02 a4 0a 00 00 00 00 02 00 00. There was no reported patient injury.